Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked the front cover. Did not notice any primary audible alarms in event history log but did notice invalid syringe size alarm. During the functional testing the reported issue of primary audible alarms was unable to be duplicated. The invalid syringe size was duplicated due to the size was out of calibration. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced speaker for preventive for primary audible post as stated by customer but not in history. Replaced size pot for preventative measure.

Event description:
It was reported that the pump exhibited excessive primary audible post alarm. No patient involvement or injury was reported.